Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Dsl2228j/14786852 = UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair debakey iiib chronic aortic dissection. The devices were implanted with no reported issues. During removal of a gore® dryseal sheath with hydrophilic coating (dsl2228j/14786852), the right common and external iliac arteries dissected. The dissection was repaired by implanting two bare metal stents. No further issues were observed, and the patient tolerated the procedure. It was reported that the diameter of the right external iliac artery was measured 5.5mm, much smaller than the outer diameter of the dsl2228j. The physician was reportedly aware that the diameter of the access vessel was narrow and therefore access rupture or dissection could happen.